Manufacturer narrative:
Follow-up # 1 08/08/2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump was returned back to animas with the following findings. The testing confirmed intermittent responses to button presses on the up arrow button and the contrast button. Product analysis removed the keypad cover to check condition of the button contacts and noticed that there was contamination under the contacts of all buttons. Product analysis also noted that the button contact on the up arrow button was inverted.

Event description:
The patient claimed that the up buttons required several presses to activate the desired pump functions. The back light was also hard to respond. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.